Event description:
I was using a dexcom g7 continuous glucose monitor and the device was not properly alerting me for low glucose as it was designed to do by the manufacturer. When I called the dexcom technical customer service number today, (B)(6) 2026, I had to be transferred twice because of the lack of knowledge of the customer service representative team. The first person had no clue how to help and the second csr had to consult a manual to answer any questions (lack of training). Finally, I was told that dexcom is aware that their product is not working accurately and properly alerting patients of low glucose with app version 2.12.20. This is liable behavior because they are fully aware of the problem yet not contacting patients who use the product to inform them! How can a manufacturer of a medical device not report a critical fault of the app to users - especially as it relates to critical low glucose. For the record, I was receiving my high glucose alerts but the low alerts are critical for a sleeping type 1 diabetic who relies on life saving insulin. A glucose level of 55 mg/dl is critical and dexcom what they call critical low alerts. The product did not alert me for either low or critical low until I was in the low 50's and ultimately reached the 40's! My husband had to help urgently get me glucose to raise my blood sugar level. Dexcom provided a case number (B)(4) on (B)(6) 2026 12:52pm est. I am including pictures of my graph from the dexcom app as well as a glucose test on my meter. My husband had to assist me in the middle of the night to help me with my low glucose, which, according to dexcom any glucose below 55 is critical. I was below 55 during the middle of the night and I only got alerted finally when I was 52 and still dropping.